Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: the gore® excluder® aaa endoprosthesis instructions for use provide instruction for proper size selection and positioning the device prior to deployment, and attempting to move or push the device up during deployment is inconsistent with the device instructions for use which advise stabilizing the delivery catheter and pulling the deployment knob in a continuous manner. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) , 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, after deployment of the trunk-ipsilateral leg, the treatment length of left side was measured at approximately 10 cm and the physician chose a contralateral leg of 11.5 cm. While deploying the contralateral leg with pushing it up to achieve proper positioning, the physician was unable to do sufficiently. As a result, the distal end of the contralateral leg landed approximately 5 mm inside the external iliac artery, unintentionally covering the left internal iliac artery (iia). Attempts were made to reposition the device using a sheath and balloon catheter, but these were unsuccessful. The final angiography showed some blood flow into the left iia from the collateral circulation. The patient tolerated the procedure. The reporting physician commented as follows: the contralateral leg should have been pushed up stronger.